Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the infection had been resolved and a new lead was placed one week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the serratia infection started on (B)(6) 2017. The extension to the right lead was left in the patient and the physician did not want to mess with it in case of infection. It was noted that the physician wanted to place a new device on the right side. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1cdnk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient hit their head getting into their truck, which resulted in a wound. The patient hit their head at the area of the right lead by the burr hole. The patient¿s wound wouldn¿t heal and got infected. An MRI was performed, and pus and fluid were apparent. The wound was bleeding and oozing. The patient¿s lead was removed, irrigation and cleaning were performed and the patient will be placed on antibiotics for a month. A new lead will be implanted at a later date. It was reported that there were no issues with the device. It was reported that it was asked but unknown when the event occurred. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they had an MRI scheduled for (B)(6) to check if the infection was resolved.